Event description:
Customer was changing the set when it was noticed that the drive block would not slide easily from side to side in the unlocked position. Customer had dropped the pump about 3 days before customer experienced any problems.